Event description:
It was reported that the programmer had a long boot-up time and noise on the electrocardiogram cable. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that it takes 1 minute 45 seconds to boot up. It was also noted that there was no fault found with the electrocardiogram (ECG) connector, the right keyboard hinge was broken, the microphone was out of electrical specification and the keyboard was broken.